Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that an issue with issue with remdesivir infusions. It was stated that frequently there is volume left in the bag following the infusion and the user has to add more volume to the pump programming to infuse all the medication. It was also mentioned that the infusion was administered on primary IV set 2420-0007, the total volume was 250ml and may have 60ml left in the bag. This was reported to bd representatives during their site visit. The was patient involvement but the information on patient impact is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Event description:
It was reported that an issue with issue with remdesivir infusions. It was stated that frequently there is volume left in the bag following the infusion and the user has to add more volume to the pump programming to infuse all the medication. It was also mentioned that the infusion was administered on primary IV set 2420-0007, the total volume was 250ml and may have 60ml left in the bag. This was reported to bd representatives during their site visit. The was patient involvement but the information on patient impact is unknown. Although requested, additional information was not provided.